Event description:
The reporter noted: the surgeon attached the tibiaxys drill guide to the plate during surgery manually with a screw driver. The end of the drill guide broke off and "a wedge of it was missing". The surgeon was "unsure if it was in the pt or on floor". It was found on the floor. There was no pt injury and a 10 minute delay in surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.